Manufacturer narrative:
The device referenced in this report was evaluated and a faulty scope socket was found. The device was repaired and returned to the customer. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, cv-190, evis exera iii video system center to olympus for maintenance. Upon inspection and testing of the returned device, a faulty scope socket was found. This report is being submitted for the scope socket malfunction. As this was found during inhouse service, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to an external force caused by the user and/or age deterioration as it has been more than 8 years since the subject device was manufactured.